Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pcs) instrument tip was loose and difficult to operate, suspecting that the screw/wire at the tip was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no missing fragments or fragment release into the patient were reported, and no patient injury occurred. No visible damage to the instrument was observed, including no tip or cable damage confirmed by visual inspection, although internal cable condition requires further evaluation. The instrument exhibited movement in the opposite/wrong direction during use.